Event description:
The customer observed falsely elevated results while using the architect ca19-9 xr assay when compared to another method (not provided). The instrument was inspected by abbott field service engineer and three patient samples were tested with the reagent lot 08851m500 which generated elevated results compared to the results generated at the reference lab. One patient sample generated a result of 65.34 u/ml using lot 08851m500 compared to a result of 23.12 u/ml obtained at the reference lab. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.